Manufacturer narrative:
Result of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator failed the troubleshooting final test for non-conformances with the measured tidal volume and flow test. Bench testing revealed a malfunctioning flow valve was creating the non-conformances. Vyaire medical will replace the flow valve to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the ventilator was not delivering the set amount of tidal volume while in use on a patient. There was no patient harm associated with this reported event.